Event description:
Related to MFR report #: 2183959-2012-01733. A perigee prolapse repair system was implanted; the date of implant was not provided. "Plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," including medical care and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.